Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient underwent an insert revision due to dislocation approximately 10 months post implantation. It was communicated that ¿no problem was found on the explanted insert¿ and the ¿customer did not fault the product¿. Per correspondence, the requested clinical documentation was not available, and the patient status is unknown. Without the requested clinical documentation, the root cause of the reported events and the patient impact beyond that which was reported could not be further assessed. Based on the limited information provided, there is no indication of a component mal-performance. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed on (B)(6) 2020, the patient experience dislocation that was addressed via revision surgery on (B)(6) 2021. A jrny ii bcs cnstrd art isrt 5-6 lt 11m was replaced. The patient outcome is unknown, no further information is available.